Manufacturer narrative:
Continuation of concomitant products: 407652 lead implanted: (B)(6) 2015.

Event description:
It was reported that a new right ventricular (rv) lead was implanted and since then the lead has had out of range pacing and defibrillation impedances. Testing was conducted and oversensing was noted. The lead remains in use. No patient complications have been reported as a result of this event.